Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a no delivery alarm. Troubleshooting for no delivery alarm was performed. The customer's blood glucose level was 185 mg/dl at the time of the incident. The customer was advised to disconnect from the quick release and was assisted with performing a fixed prime. The customer stated that insulin did not exit and no delivery alarm was received. A manual prime was performed and insulin exited but with greater than normal resistance when pushed by a plunger through the tubing. The customer was advised that the no delivery alarm was caused by the infusion set and reservoir connection. The customer was advised to change entire set. The product will not be returned for analysis.